Event description:
During an initial implant of a right ventricular leadless pacemaker (rv lp) on (B)(6) 2025, it was noted the helix became stretched. The rv lp was not used, and a new rv lp was successfully installed. The patient was stable throughout the procedure.